Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message. She further reported that on (B)(6) 2018, because of the sensor issue, she could not receive a reading and subsequently experienced a loss of consciousness. A neighbor performed a capillary test using his meter and received a reading of 21 mg/dl. Customer was given honey and then orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message. She further reported that on (B)(6) 2018, because of the sensor issue, she could not receive a reading and subsequently experienced a loss of consciousness. A neighbor performed a capillary test using his meter and received a reading of 21 mg/dl. Customer was given honey and then orange juice. There was no report of death or permanent injury associated with this event.